Event description:
It was reported the pt had surgery to remove his spectra penile prosthesis and had it replaced with an inflatable penile prosthesis. No pt complications were reported in relation to this event. Add'l info was requested and has not been provided at this time. Reason for the replacement was not provided.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a f/u report will be sent.